Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The patient detailed that the alleged issue began ¿this week¿ however the patient was unable to recall the exact date and time. The patient stated that she obtained an alleged glucose result of 529mg/dl on the subject meter, which she compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient reported that she manages her diabetes with insulin (self-adjuster) and reported increasing her insulin dose in response to the high reading. The patient stated that 1 hour after the alleged product issue began she developed the symptoms of ¿sweaty and shaky¿. The patient stated that she self-treated these symptoms with food/drink ¿ate sugar¿. The patient denied that she obtained a blood glucose result on another device. At the time of troubleshooting, the cca determined that the meter was set with the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.